Manufacturer narrative:
The evaluation of the fracture of the returned component yields a conclusion the driver was not fully threaded into the implant at the time of the fracture. Review of manufacturing history records found (B)(4) pieces of lot qc10186-1 were released for distribution on 4/25/2015. A two-year complaint history review found one previous report of tip breakage for this lot. As this was the only remaining c2204 driver remaining in the field, a corrective action is not warranted.

Event description:
It was reported that during a procedure performed on (B)(6) 2016, the tip of the reform polyaxial driver, winged, long (c2204) broke while inserting a 6.5mm x 40mm reform pedicle screw. The tip was lodged in the head of the screw so the pedicle screw was removed and replaced, utilizing another driver readily available, with no additional issues or delay to the procedure.